Event description:
It was reported by the edwards field clinical specialist that a 26 mm was positioned 50:50 across the annulus and was deployed via a transapical approach. After valve deployment, an echo and an angiogram were both performed and demonstrated both paravalvular leak as well as central ai. The physicians felt that based upon these factors and the positioning of the valve a second valve deployed a bit higher would be beneficial for the patient. A second 26mm valve was then positioned a cell higher than the first and deployed. Upon completion of the second deployment another echo and angio were performed and demonstrated a decrease in both the pvl and central ai. The physicians felt this was sufficient and then removed all devices from the apex. The patient was noted to have moderate native valve / leaflet calcification and severe root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held during valve deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case the exact cause of the event could not be confirmed; however, patient (native annular calcification) and procedural factors could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.